Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the lead could not be fixed when it was placed on the right ventricle. The physician tried several times to replace the lead but still failed. The physician changed another lead to complete the procedure. No adverse consequences reported on the patient.